Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. The handpiece was with customer for a period of three years. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the phaco handpiece had a bare wire with electrical wires exposed on the side to plug-in the handpiece. There was no patient involvement with this report.